Manufacturer narrative:
(B)(4). The product has been returned, analysis will be performed and this report would be updated at that time.

Event description:
We received information that this implantable cardioverter defibrillator (ICD) exhibited changes in expected battery longevity and premature battery depletion was suspected. Data analysis showed the device had intermittent power fluctuations, and a boston scientific technical services consultant recommended device replacement. Subsequently, this ICD was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibits delayed charge time and the device hardware is not detecting the loss of battery energy, as a result this device has been explanted due to the premature battery depletion. A surgical intervention was necessary to resolved the issue. No additional adverse patient effects were reported.